Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the center port. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information :additional information/correction: report source: remove consumer. The lot was manufactured between august 1, 2018 and august 2, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.